Event description:
It was reported that the laser fiber not going inside the scope during surgery. The surgical prolongation was between 15 and 60 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction: b5 and b1. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to further received information, the delay was less than 30 minutes since the alternate scope was available.

Manufacturer narrative:
Result of investigation: the customer complaint cannot be confirmed. Based on the defect found (squeezed sheath) it might be that the working channel got also squeezed. The IFU contains a warning how to proceed in case of a malfunction. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).